Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "implant box bottom has discoloration inside shrink wrap. The box looks like it has had water damage but under the plastic wrap. Plastic wrap is still sealed and intact." The device was not implanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the package have not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed and the event of compromised sterility is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with water damaged box will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: further investigation summary.

Event description:
Healthcare professional reported "implant box bottom has discoloration inside shrink wrap. The box looks like it has had water damage but under the plastic wrap. Plastic wrap is still sealed and intact." The device was not implanted.